Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Brand name - device name: cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter tray. Rpn: c-utlmy-701j-rsc-abrm-hc-ihi-fst-a-rd. Initial reporter occupation ¿ occupation: supply chain manager. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that a wire guide from a cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter tray kinked during device insertion. Another similar device was used to complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable.correction: d5investigation ¿ evaluationa representative of redwood city med center (united states) notified cook on 15jun2022 of an issue with a cook spectrum central venous catheter sets and trays triple lumen - minocycline+rifampin impregnated (rpn: c-utlmy-701j-rsc-abrm-hc-ihi-fst-a-rd; lot #: unknown). The guide wire became kinked during the insertion of the central line. The procedure was delayed while they opened a new sterile central line kit. It was reported that there were no adverse effects to the patient due to this event. Reviews of the instructions for use (IFU) and quality control procedures for the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. In response to this incident, cook completed a review of the product device master record (dmr) and concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The customer did not provide the lot number for the complaint device. Cook reviewed the sales history for this customer and was unable to identify the complaint lot. The device history record could not be reviewed. The information provided upon review of dmr does not indicate the device was manufactured out of specification. There is no evidence of nonconforming material in house or in the field.cook also reviewed product labeling. The product IFU, [c_t_ctulmabrm_rev7] ¿cook spectrum central venous catheter minocycline/rifampin antibiotic impregnated power injectable,¿ provides the following information to the user related to the reported failure mode:instructions for use¿4. Slide safe-t-j wire guide straightener (positioned on distal tip of wire guide) over ¿j¿ portion of wire guide. Pass straightened wire guide through needle; advance wire guide 5-10cm into vessel. If straight wire is used, always advance soft, flexible end through needle hub and into vessel. If resistance is encountered during wire guide insertion do not force wire guide. Withdrawal of wire guide through needle should be avoided; breakage may result. How supplied¿-upon removal from package, inspect the product to ensure no damage has occurred.¿based on the information provided, no returned device, and the results of the investigation, cook has concluded that component failure unrelated to manufacturing or design deficiencies contributed to the event. It is possible to much force was used to advance the wire guide, but cook is unable to confirm this. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.